Event description:
The customer returned a plunger from a perclose proglide device to abbott vascular without providing any information. Evaluation of the returned plunger revealed there was blood on the plunger. The anterior needle tip was engaged into the anterior cuff with the link attached. The link was separated at the swage end of the posterior cuff. A device in this condition would not have achieved hemostasis, requiring an alternative method to achieve hemostasis.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to filing the initial medwatch report, the site was contacted and reported additional information: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the foot would not deploy. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the plunger was returned for analysis. The body of the device was not returned. Without the body of the device the difficulty deploying the foot could not be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.